Event description:
Baxter reported a customer noting "leakage from the cassette" after use. Reportedly, the leakage occurred during the initial use of the product. No pt injury or medical intervention was associated with this incident, per baxter.